Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl, cause was unknown. Customer delivered a correction bolus to address high bg. Customer continued to use the pump for insulin therapy.